Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed damages to the pwb boards due to the magnetic field of the MRI. The device's operator's guide warns not use the device within 2 meters of an MRI machine. The device was returned to the customer labeled "not for clinical use." Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while ventilating a patient (age & gender unknown) during an MRI, the device displayed an unknown compressor fault message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.